Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted (B)(4) regarding a check supply line alarm that appeared on the home choice (hc) during use. The home patient (hp) stated that he had changed the cassette, but did not change the bags. The technical service representative (tsr) explained that the cassette and bags should both be changed. On (B)(6) 2011 product surveillance spoke with the hp's nurse who stated the hp has not reported any problems. No patient injury or medical intervention was reported.